Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed a sudden decrease in power consumption and estimated flows beginning on (B)(6) 2021; 22 low flow alarms were logged on (B)(6) 2021. Of note, following a decrease in the pump rotational speed on (B)(6) 2021, the power consumption and estimated flow parameters were within the normal operating range as of (B)(6) 2021. Information provided by the site indicated that, in additional to low flow event, that the patient presented to the hospital with symptoms of arrhythmia and was found to be in torsades. The patient was converted to normal sinus rhythm and had electrocardiogram (EKG) changes that showed possible right coronary artery (rca) infarct. The patient was taken to a cath lab where the left heart catheterization showed clean coronaries and no lesion. Echo revealed right ventricular (rv) dysfunction. It was also reported that the low flows were presumably due to arrhythmia that may have eventually caused rv dysfunction. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia and right ventricular failure are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with symptoms of arrhythmia and was found to be in torsades. The ventricular assist device (vad) exhibited several low flows alarms. The patient was converted to normal sinus rhythm and had electrocardiogram (EKG) changes that showed possible right coronary artery (rca) infarct. The patient was taken to a cath lab where the left heart catheterization showed clean coronaries and no lesion. Echo revealed right ventricular (rv) dysfunction. It was also reported that the low flows were presumably due to arrhythmia that may have eventually caused rv dysfunction. The vad remains in use. No further patient complications have been reported as a result of this event.